Event description:
It was reported that the helix would not extend during the implant attempt. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. The helix was distorted and bent and had blood/body fluids on/in it. It was noted that the lead was returned with the helix partially extended, blood and tissue were on it and the distal conductor was distorted within the connector. The blood and tissue on the helix most likely caused the helix to not retract and the distal conductor then became distorted within the connector. The lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.